Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the power cord plug was damaged. A replacement power cord was sent to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The power cord was returned to the manufacturer for analysis. Testing found that the cord had a damaged connector. This indicates an electrical failure due to a damaged connector. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the viewing station of the imaging system would not power up. No additional information was provided. There was no patient present when this issue was identified.